Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. Device evaluation: visual analysis of the returned device identified crease flat. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified no other observation. Based on the device analysis the final assessment was no issues found related with the manufacturing process. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV, and seroma.

Event description:
Additionally, healthcare professional reported "firmness", "swelling", and seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.